Manufacturer narrative:
The reported condition of, no cap where the puncture is done, was confirmed. The cause of the defect was determined as incorrect assembly technique between the tube and the filter. A batch review was performed on the reported lot number; this lot was manufactured on 18-feb-2009 with satisfactory results. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. (B)(4).

Event description:
The customer reported reported an intravenous administration set without a cap "where the puncture is done." The reported condition occurred before use. The sample is available. No patient injury or medical intervention were reported for this event.